Event description:
During surgery the thunderbeat jaw not working correctly during surgical procedure. Product removed from the sterile field and a new thunderbeat was opened and used for the remainder of the procedure.